Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-12988. It was reported during a lead revision (reference MFR. Report:1627487-2018-12987 ), high impedances were displayed on both leads. The physician discovered that both leads were fractured at the anchor site. As a result, the physician explanted and replaced one lead and an additional lead was added. One lead was unable to be explanted due to the lead fracturing in half in the spinal canal and therefore still remains inside the patient. Effective therapy was restored post procedure.